Manufacturer narrative:
Please note that (B)(4) no longer applies to this report. Analysis of the implantable neurostimulator (ins) found the ins battery had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported almost nine months later that the patient had all their system removed.

Manufacturer narrative:
(B)(6).

Event description:
The patient reported via the company representative (rep) an overdischarge due to patient compliance. Troubleshooting was performed: attempted physician recharge but unable to make a good connection, second attempt was successful for two weeks and then could not recharge prior to the report date. It was noted that the patient was unable to make good connection with recharging over the last few months, only four bars in charge efficiency. The action taken to resolve the issue was the patient was scheduled for a non-rechargeable implantable neurostimulator (ins). The physician commented that he felt it was due to poor technology and not patient lack of compliance or battery position. The physician ultra-sounded to prove that the ins was lying flat when the patient was in supine position. The patient has had three revisions in four years. On (B)(6) 2016 the ins was repositioned in her abdomen due to history of difficulty with recharging and coupling with recharger and antenna. As inpatient the rep attempted recharging several hours over two days and on (B)(6) 2016 the ins responded with full battery notification to hold sufficient charge and turn system on. During this period of post op programming and education, it was suggested the patient have a non-rechargeable ins as she found the rechargeable ins a burden. It was unknown what the other two revisions were for. The patient was alive with no injury. The rep reported ten days later that the patient was reprogrammed post operatively this evening and the system was working and providing coverage to her area of pain. The indication for use included complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.